Event description:
It was reported to covidien that pt, post an elective scholiosis case, was found to have lesions, errythema (reddening) and crusting on the forehead post operatively. The pt was placed in prone position for several hours during this procedure with a plastic mask which covers the face and forehead. The lesions are bilateral/frontal and high on the forehead just below the hairline. Doctor revisited the pt approximately 3 days after surgery and confirmed that there was some zipprep/bis sensor type pattern marking on the skin in the centre of the lesions. The pt was referred to a dermatologist post-op and no further treatment was required. The erythema has now reduced considerably.

Manufacturer narrative:
Device manufacture date is unk as lot number was unk. Per bis quatro instructions for use: intimate skin contact. Cautions: if skin rash or other unusual symptom develops, stop use and remove. Note: upon removal, slight redness of skin may be seen and typically resolves within a short period of time.